Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to encoder out of phase. Analysis was unable to test displacement due to constant motor error alarm.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump was returned for analysis.